Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not priming correctly. Customer stated that the device had recently been exposed to water. Blood glucose level at the time of the incident was not provided. The customer stated that the display was foggy, but appeared more clear after one day. The customer was advised that the insulin pump would be replaced and agreed to returrn the device for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged to lcd board and mother board. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify an alarm and low reservoir alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip. No cracked end cap or cracked bottom case noted.